Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 1627487-2020-02478; 1627487-2020-02479. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s system was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.